Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported that the guidewire kinked during the procedure. The guidewire had difficult progression through the raulerson syringe, and it did not slide well and smoothly when reaching the needle (already in placement), causing tortuosities on the guide wire. The associated emdr report numbers are 9680794-2025-00068 and 9680794-2025-00067.

Event description:
It was reported that the guidewire kinked during the procedure. The guidewire had difficult progression through the raulerson syringe, and it did not slide well and smoothly when reaching the needle (already in placement), causing tortuosities on the guide wire. The associated emdr report numbers are 9680794-2025-00067.

Manufacturer narrative:
(B)(4)